Event description:
As per pss case: patient has a history of a total knee arthroplasty in 2022 and then revised 2024. He states: he presented to ER they sent him to another hospital. He is unable to walk without severe pain. He continued to complain of knee pain; they obtained new radiographs. His pain on average 6/10 at its worst his pain is 10/10. He has pain in his knee that will radiate into his femur. He has severe sharp pain when weight bearing. He avoids taking any medication for his knee, tylenol as needed when the pain is severe. Surgery: revision left distal femoral replacing total knee date: on (B)(6) 2024. Postop complications: none until recent fall. Recent fall about 2-3 months ago. Kneecap dislocating. He gets a lot of pain in the thigh. The foot rotates to the lateral and really hurts when it does that. Pain with any movement of the leg. The pain is limiting function and ability to perform activities of daily living. The pain increases with activity and weightbearing. There is pain with passive range of motion at times. There is notable crepitance. The knee feels unstable. They have noted swelling. The whole leg has numbness and tingling. He also has significant groin pain with weightbearing. Recent hospitalizations: just for the fall on the left knee recent infections: uti - off antibiotics for 2 weeks. Recent dental work: dentures conservative treatments tried: -nsaid and/or analgesics: tylenol -conservative therapies: supervised home exercise program, physical therapy (rehab facility), activity modification, walking aids (walker). The patient has a distal femoral replacing left total knee replacement with a cemented stem. This is loosened on the femoral side causing a bony defect right at the subtrochanteric region on the anterior and lateral cortex. The anterior cortex in the subtrochanteric region is also quite thinned and ectatic. This bone is not supportive of a revision in that area without excision of a significant amount of bone and the stem protruding into the intertrochanteric region.

Event description:
No new information.

Manufacturer narrative:
An event regarding instability, loosening and periprosthetic fracture involving an unknown t gmrs stem was reported. The events for loosening and periprosthetic fracture were confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no patient histories, sequential x-rays, exams, or records were provided for review. By report the patient is having pain after a fall. They had revision knee arthroplasty (B)(6) 2024. There are multiple medical co-morbid conditions. The x-rays indicate a loose femoral component and possibly loose tibia. The femur likely has a periprosthetic fracture at the tip of the stem proximally. Event confirmation: failure of a revision distal femoral replacement can be confirmed via xrays and the pi report. The is likely a fracture a swell based on the history and x-ray findings. Root cause: the root cause for the revision cannot be determined. The root cause for the failed femoral component cannot be determined. The root cause for the reported patient pain would be failure of the femoral component and probably periprosthetic fracture." Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no patient histories, sequential x-rays, exams, or records were provided for review. By report the patient is having pain after a fall. They had revision knee arthroplasty (B)(6) 2024. There are multiple medical co-morbid conditions. The x-rays indicate a loose femoral component and possibly loose tibia. The femur likely has a periprosthetic fracture at the tip of the stem proximally. Event confirmation: failure of a revision distal femoral replacement can be confirmed via x-rays and the pi report. The is likely a fracture a swell based on the history and x-ray findings. Root cause: the root cause for the revision cannot be determined. The root cause for the failed femoral component cannot be determined." The root cause for the reported patient pain would be failure of the femoral component and probably periprosthetic fracture." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.